Event description:
The following has been reported: pump alarm "service needed" alarm occurred when admin set was loaded. A couple of attempts to reload the cassette, error persisted. Pump was set to "training" unit. Not on a patient, no patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump produces a pump problem alarm after start up. Logs were pulled and revealed there was a possible valve 4 leak. Devices was reverted back to stp mode for further testing using the functional 2 test in the bring up tool. Pump passes basic recharge test but fails hardware testing with a system fault: vent leak failure. This error code indicated that the valve 4 is leaking and will need replaced. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.